Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump did not alarm "air in line" for immune globulin infusion from 1742 to 2009 on (B)(6) 2023. The customer further reported that the previous infusion on the pump module was pentamidine that alarmed bolus air in line at 1702. The same pump module alarmed air in line for basic infusion at 1544. The customer believed that the air in line alarm and sensor were working prior to immune globulin infusion. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Additional information : imdrf annex a, g, c, d codes.

Event description:
It was reported that the pump did not alarm "air in line" for immune globulin infusion from 1742 to 2009 on (B)(6)2023. The customer further reported that the previous infusion on the pump module was pentamidine that alarmed bolus air in line at 1702. The same pump module alarmed air in line for basic infusion at 1544. The customer believed that the air in line alarm and sensor were working prior to immune globulin infusion. There was patient involvement, however outcome is unknown.

Event description:
It was reported that the pump did not alarm "air in line" for immune globulin infusion from 1742 to 2009 on (B)(6) 2023. The customer further reported that the previous infusion on the pump module was pentamidine that alarmed bolus air in line at 1702. The same pump module alarmed air in line for basic infusion at 1544. The customer believed that the air in line alarm and sensor were working prior to immune globulin infusion. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.